Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the co2 calibration expired and there is a low sound every ten seconds. Based on the available information, the asp evaluated the device and confirmed that it was out of warranty. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device was then repaired by a third party and has been restored to its full functionality. No further information has been provided as to the resolution. Based on the information available, the root cause of the reported problem could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was out of warranty and was repaired by a third party. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator co2 calibration expired and there is a low sound every ten seconds. There was no reported patient involvement.